Event description:
It was reported the patient with diabetes was reported to have called the infusion set was subsequently removed, and a bent cannula was observed. Delivery was attempted to be resumed using the current cassette however, the line blocked alarm reoccurred. A new cleo was placed, after which no further line blocked alarms were reported. There was patient involvement/no harm reported. The event could cause blockage in the infusion line during use.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.